Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The transend ex guidewire was returned in two fragments. Visual and microscopic inspection of the device found that the guidewire was bent on several places along its length and was fractured. The guidewire ptfe coating was examined and it was found to be scrapped off very close to the fracture site and at approximately 17.0cm from its proximal end. The guidewire outer diameter and length specifications were found within specifications. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." It is likely that the ptfe scraping appeared to be related to a deviation from the dfu. It was reported that resistance was felt when the guidewire was advanced in the middle of the renegade microcatheter. It is probable that the resistance caused the guidewire to bend, fracture, and the ptfe around the fracture site to peel. However, the cause of the resistance is could not be determined.

Event description:
Analysis of the returned device noted that the guidewire was broken and the guidewire polytetrafluoroethylene (ptfe) coating was peeling. No consequences to the patient were reported.